Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose levels that were resolved by eating food. Tandem technical support reviewed the pump history with the customer and performed a system check. The pump was found to be functioning as expected. The customer was planning on meeting with the healthcare provider to discuss changing the pump settings.